Event description:
It was reported that the lift motion on the 9800 system intermittently functions. It fails to move the column up or down within the first ten minutes of operation. It was suspected that the 24 vdc power supply was going bad. No pt injury was reported.